Event description:
Maidesite lift chair (china) to 20" height plastic support holding hydraulic vertical broke with 190 pound person on it during operation. Vertical teetering. Machine irreparable, broke in two pieces. Person had to be manually stabilized by caregiver due to previous stroke. Purchased december 12, 2023. Used 11 times. Lacks quality and this lift chair breakage is a safety issue.